Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that the paient received inappropriate therapy. Lead fracture was observed.

Event description:
The lead was capped due to oversensing.